Event description:
During follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested performing a test shock to measure the true defibrillation impedance as rv lead encapsulation was suspected. No intervention has been performed. The patient was in stable condition.